Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05066 and 2134265-2016-05067. It was reported that the patient died. In (B)(6) 2012, the patient presented with onset of a non q-wave cardiac infarction. The infarct-related target lesion was located in an unknown non-previously stented vessel. A 38 x 2.75mm and 38 x 3.00mm taxus® liberté® long stents, and a 16mm x 3.50mm taxus¿ element¿ stent were implanted to treat the lesion. In (B)(6) 2015, the patient was emergently transported due to cardiopulmonary arrest and died from cardiac failure on the same day.